Event description:
A malfunction occurred with the pump, which was indicated by a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if any malfunctions return.